Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that customer did not indicate a possible under delivery. Customer does indicate exposure to magnetic resonance imaging.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump no longer delivering insulin. Customer's blood glucose level was unknown. Customer states insulin pump had replace battery alert. The insulin pump will not be returned for analysis.